Event description:
Swallowed it; what to do. Are they passable.

Manufacturer narrative:
No additional info is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, no med attention was sought. This is being reported because if the device is swallowed, med attention may be necessary to remove the device.